Manufacturer narrative:
(B)(6).

Event description:
It was reported that a medex ¿ cardiothoracic custom set contains latex, and was used in a patient with a latex allergy. The reporter states that the device packaging previously stated it was latex free, but now the packaging has changed and they were not notified. It was reported that the patient experienced no adverse reactions to the latex in the product. No injury was reported.

Manufacturer narrative:
No device was returned for evaluation. A review of the device specifications determined that the device did not contain latex. A review of the quality system found that the device was mislabeled as containing latex. Based on the evidence, the root cause was attributed to a manufacturing issue.